Manufacturer narrative:
Suspect device was returned but ts was not. To test accuracy of meter, pdc used in-house products: ts ref 52800, lot d091015-1, exp 10/211. Cs low ref 53310, lot oah1all, exp 08/2012. Cs high ref 53350, lot 9ah3a03, exp 11/2011. Control ranges: low 40-80, high 200-300. Low cs was first used and results were: 71mg/dl, 83mg/dl and 85mg/dl. Two of the three readings fell slightly above the control range. High cs test gave readings of 261mg/dl, 265mg;dl and 266mg/dl. All high cs results were in range. The device did not pass in-house evaluation when low cs test were performed. Pdc recorded the device info and it's results, and will continue monitoring all complaints to make sure the issue isn't batch related.

Event description:
Pdc received a call on (B)(4) 2011 to report medical intervention that occurred on (B)(6) 20-11 around 5:30-6:30 am. Pt tested on his prodigy meter and received a reading of 235mg/dl. Pt was feeling weak, dizzy and nauseous, and couldn't walk downstairs. About 30 minutes later the pt called the paramedics. Medics arrived within 15 minutes, and the pt's blood glucose reading on their meter was 31 mg/dl. Pt was given dextrose and a bowl of cereal. Pt wife drove him to the hospital. His blood glucose reading at the hospital was 177mg/dl. Pt was at the hospital for about 8 hours. Treatment info was not provided. Discharge instructions were to follow up with primary care physician. Pt also stated he was having cardiac issues but unable to provide details on this matter. Prodigy sent replacements along with a prepaid envelope for return of suspect products.